Event description:
Customer reported that she could not bring her blood glucose down from 400 mg/dl. She stated that she had changed her infusion set 3 times. She also reported receiving a no delivery alarm on her insulin pump. She stated that her blood glucose was 500 mg/dl earlier in the morning. She also reported that she had taken 17 units of insulin and her blood glucose has not declined. Troubleshooting found the drive support cap appeared to be normal and no air bubbles were visible. The customer declined to perform a high pressure test on the insulin pump. The customer's blood glucose was 427 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.